Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the PICC placement was completed on (B)(6) 2019, x-ray indicated a foreign guide wire of around 44 cm in length in the jugular vein, as well as correct position of the catheter that was placed this time. The customer suspected that the foreign matter may be left during the first catheter placement, which took place on (B)(6) 2019. Since it was uncertain whether this guide wire was a seldinger wire or a stylet, the hospital invited an outside expert to perform capture procedure on (B)(6) 2019. The guide wire was withdrawn successfully. The guide wire was judged as a stylet according to the object provided by the customer. The customer suspected that the product had a quality problem since the stylet was supplied dual-segment. It was stated no problem was discovered when the catheter was being placed.